Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested a minimum of 50 units after filling multiple cartridges with insulin during the load process. The customer's blood glucose level was 200 mg/dl. The contact indicated that a manual injection would be delivered.